Event description:
The reporter stated the surgeon inserted an aa4203tl silicone single piece lens with toric optic into the patient's left eye. The surgeon noticed a tear on the lens after insertion into the eye. The lens was removed with no injury to the patient. A back-up lens was implanted, same model and diopter size. Reporter stated the injector was the cause of lens tear. A competitor's injector system was used. The reporter is aware that using a competitor's injection system, other than the injector recommened by the manufacturer for use with this lens model is considered off-label use.

Manufacturer narrative:
(B)(4). (Other): the product pertaining to this complaint was not returned for evaluation. Evaluation codes: method -(other) - lens work order search results - (other): a lens work order search was performed and no similar complaint was found. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. This lens was used with an injection system other than what is recommended by the manufacturer, therefore the performance, safety and efficacy of the lens cannot be substantiated. This is considered off-label use. (B)(4).